Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing on a simulator and it does not deliver shock without pressing the shock button. Review of the device log did not find any instances of the device delivering shock by itself with no warning. Review of the device clinical data file shows a single shock delivered one second after the don't touch patient prompt. The device worked as expected. The device was recertified and returned to the customer. It is important to note that this shock is the second device analysis, after the first analysis and subsequent CPR for 2 minutes. There were no critical errors found in the log. The device is confirmed to be semi-automatic. It appears the end users pressed the shock button while they were setting up and moving the unit. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.